Manufacturer narrative:
(B)(4). Date sent: 7/10/2024. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. Additional information was requested and the following was obtained: can you provide a more comprehensive measure were taken by providing what included strengthening anti-infection and hemostasis? Unknown. Was the patients hospitalization prolonged? No how ma.ny days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? About 20ml . Was a transfusion required? No. How was the bleeding addressed? -manual sewing during the procedure. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown any clips, clamps, or graspers near the area where the device was being fired? -unknown the procedure should be partial right lung resection under thoracoscopy.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: can you provide a more comprehensive measure were taken by providing what included strengthening anti-infection and hemostasis? Unknown. Was the patients hospitalization prolonged? No. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? About 20ml. Was a transfusion required? No. How was the bleeding addressed? Manual sewing during the procedure. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Any clips, clamps, or graspers near the area where the device was being fired? Unknown. The procedure should be partial right lung resection under thoracoscopy.

Event description:
This case is from health authority. It was reported that after the completion of the diseased lung tissue resection and suturing, there was still localized oozing on the lung surface. Intermittent suturing reinforcement was applied intraoperatively. After observing no significant bleeding, the chest was closed and the patient was returned to the ward. However, postoperatively, the patient exhibited symptoms of hemoptysis. A follow-up chest CT scan indicated the possibility of localized hematoma on the lung surface. Comprehensive measures were taken, including strengthening anti-infection and hemostasis, high-flow oxygen inhalation, and promoting expectoration. No additional information can be provided.